Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, but the problem persisted. Consequently, technical support arranged for a replacement pump to be sent and instructed the customer on returning the defective pump. The customer was advised to switch to multiple daily injections as a backup therapy and to prepare their settings for the new pump. Technical support confirmed that the refurbished replacement would have the updated software, and the customer acknowledged the instructions provided.